Event description:
A case has been settled against a dr in a foreign country for medical negligence. The hosp has acknowledged the guilt and concluded that the surgeon was careless. The story in the evening paper is as follows: on 4/17/96, a woman was operated on to remove a benign lung tumor. Minor bleeding was stopped with a device. The wound was closed without the compress being removed. The operating nurse asked the surgeon if it should not be removed. She did not received an answer. After the operation the pt was paralysed from the breast down. A re-operation was performed a month later. The compress, which had turned into a hard ball, was removed from the spinal canal and two rib had to be removed. The pt will receive monetary compensation.